Event description:
Patient doesn't like freedom pump for his infusions and wants an electronic pump. Patient advised that freedom pump is flimsy and has been acting up and would like to use an electronic pump. Gamunex-c indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin mia and nonfamilial hypogammaglobulinemia. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.